Event description:
Initially a nurse has reported that a patient had a pressure leak alarm with a fluid leak. It was clarified that the event date of this event was (B)(6) 2010. In speaking with the reporter of this event, it was learned that the patient received a dose of prophylactic antibiotics as a preventative measure. The rn stated that the patient is fine and did not develop peritonitis. The sample is available for an evaluation. The patient is able to continue peritoneal dialysis as ordered.

Manufacturer narrative:
(B)(4).